Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the pt's co2 jumped up dramatically. The harvester immediately turned off the co2 and the pt's co2 went back to normal. The co2 insufflation rate was between 3-5 l/min and pressure was between 10-12mm hg per IFU recommendation. In 2009, maquet received update from the hosp that the procedure was completed using the same device. There was no pt effect and the pt is currently doing fine. The co2 equipment was biomed checked and is within specifications, as reported. The hosp would not authorize a maquet rep to attend any procedures to assist in troubleshooting.

Manufacturer narrative:
Investigation results: the visual inspection showed that c-ring was retracted inside cannula tube and blood was visible on cannula. Maquet is still performed further failure analysis on the returned device. A supplemental report will be submitted when the investigation has been completed.